Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude event report states: I had a total hip replacement using the depuy pinnacle acetabular cup, pinnacle metal insert, depuy corail stem, metal on metal femoral head. Soon after the surgery, I developed a rash starting from the hip/groin area to the top of my foot and I had drainage from the surgery site for 10 days later after the surgery. Additionally, I continued to have severe groin pain and extreme difficulty walking after the surgery which never subsided, it only continued to get worse. Additionally, I developed heterotopic ossification after the surgery. I went back at least 9 times to see my orthopedic surgeon and he continued to say the pain would go away with time which it never did. In 2010, I was tested for metal allergies and it was determined I was highly allergic to nickel. In 2011, the x-rays showed a loosening of the femoral stem so I was scheduled to have revision hip replacement surgery. On (B)(6) 2011, I had revision hip replacement surgery and the following are the findings of the orthopedic surgeon: severe metallosis, heterotopic ossification, 2-3 inches of the femur bone was deteriorated due to the nickel allergy and the ball, socket and liner had to be replaced with nickel free prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report states: I had a total hip replacement using the depuy pinnacle acetabular cup, pinnacle metal insert, depuy corail stem, metal on metal femoral head. Soon after the surgery, I developed a rash starting from the hip/groin area to the top of my foot and I had drainage from the surgery site for 10 days later after the surgery. Additionally, I continued to have severe groin pain and extreme difficulty walking after the surgery which never subsided, it only continued to get worse. Additionally, I developed heterotopic ossification after the surgery. I went back at least 9 times to see my orthopedic surgeon and he continued to say the pain would go away with time which it never did. In 2010, I was tested for metal allergies and it was determined I was highly allergic to nickel. In 2011, the x-rays showed a loosening of the femoral stem so I was scheduled to have revision hip replacement surgery. On (B)(6) 2011, I had revision hip replacement surgery and the following are the findings of the orthopedic surgeon: severe metallosis, heterotopic ossification, 2-3 inches of the femur bone was deteriorated due to the nickel allergy and the ball, socket and liner had to be replaced with nickel free prosthesis. **update** (B)(4) 2012 - litigation papers received (B)(4) 2012. There is no new additional information that would affect the investigation. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Pfs, ppf and medical records received. In addition to what were previously alleged. Pfs alleges injury, pain, rash, swelling, and metallosis. Ppf alleges metal wear and metallosis after the initial hip implant. Ppf also alleges loosening of stem after the revision. After review of medical records for MDR reportability, the patient was revised to address pain, and allergy with metal reaction due to nickel debris. Revision notes reported thickened joint capsule and a creamy yellow purulent material, reactive membrane and fribrinous debris, erosion about the margin of the acetabular shell, the metal liner was difficult to remove thus the whole acetabular component were explanted with minimal bone loss. Stem was elected to be retained. Metal ion levels were below 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.